Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a missing insep magnet and a damaged retractor band. A field service engineer escorted the inventoried item from the affected drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. The contact information was kept blank due to the reported issues that were found by the field service engineer while on site.

Event description:
It was reported when using the pyxis medstation es system, the drawer failed and was not able to recover. The customer reported that they were able to retrieve medication from alternative stations without any delay. There were no adverse events or injuries reported based on this event.